Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a power fluctuation in the operating room (o/r) and the entire pump shut down. It took no more than five seconds before the battery backup came on and the roller pump restarted. The battery backup was not seamless. The device was not changed out as the perfusionist waited for the system to reset itself. There was a thirty to forty second delay. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient.